Manufacturer narrative:
(B)(4). Product not intended for sale in the us. Similar product sold in the us. The device sample was received by the manufacturer, but the investigation is pending at the time of this report.

Event description:
The customer reports that when the kit was opened the spring wire guide was found kinked at around the j-shape.

Manufacturer narrative:
(B)(4). Customer returned the lid stock, tray, dilator, catheter, catheter over needle introducer, transducer probe, box clamp, and spring wire guide (swg) assembly minus cap and straight piece from a jp-17752-c kit. The tray and catheter over needle were noted as damaged, but this damage occurred during sample transit to the complaint lab. It was confirmed that the swg was kinked at the j-tip, and an additional kink was noted at the portion of the swg that rest in the thumb guide. The swg was measured to be 39.5" long. The kink was located 3cm from the distal end of the swg. The length and outer diameter of the swg were measured and found to be within specification. A tug test was performed on the j-tip end of the swg and it was found that the weld was still intact. While the straight piece and cap were not provided with this sample, these items were procured from another kit and used to determine the probable cause of the issue. It appears that the kink at the j-tip was caused from the swg extending past the protection of the cap. A device history record (DHR) review was performed. No relevant findings were identified. (Con't) other remarks: the issue of the swg being kinked in the package was confirmed upon sample investigation. The kink at the swg j-tip appears to have been caused by the tip protruding past the protective area of the cap during assembly. The probable cause of this issue is manufacturing related and a nonconformance request has been generated to further investigate this issue.

Event description:
The customer reports that when the kit was opened the spring wire guide was found kinked at around the j-shape.